Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use) clearly states not to exceed the rbp. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical product: guide catheter: super cross; sheath: 6-french terumo glide; guide wire: pilot 200; stent: graftmaster (3.5x16, 2.8x16). (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 3.50x16 graftmaster and 2.80x16 graftmaster devices and hi-torque pilot device is being filed under separate medwatch MFR numbers.

Event description:
It was reported that the patient presented with acute coronary syndrome and cardiac arrest. Coronary angiogram demonstrated intermediate left anterior descending (lad) stenosis and occluded left circumflex coronary artery. After attempting to open the occluded left circumflex coronary artery with the guide wires (hi-torque pilot 200, prowaterflex 180 and fielder 300, both that did not cross) and ballooning, it was noticed there was contrast extravasation and coronary perforation was immediately suspected. Three graftmaster stents were deployed (3.5 x 16 mm, 2.8 x 19 mm, 2.8 x 16 mm), however this did not fix the issue. It was only recognized later that there was no perforation and the contrast leak was into the coronary sinus, thus the covered stents were facilitating the creation of an arteriovenous (av) fistula. The patient required cardiac surgery for coronary artery bypass grafting for the left anterior descending coronary artery and left circumflex bypass, myomectomy for hypertrophic cardiomyopathy and ligation of the iatrogenic av fistula. The procedure was completed and patient recovered well. As of the three-month follow up, the patient is back to normal. No additional information was provided.